Manufacturer narrative:
Technician found the bed in the storage area. Head section would not go up. Replaced the valve solenoid to resolve this issue.

Event description:
Complaint alleged that the head section would not go up. No patient impact.